Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 18mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.75 - 40mm in diameter proximal to mid left anterior descending (lad) artery. The lesion contained <=45 degrees bend. Predilation was performed using a 3.5x20 quantum balloon catheter, leaving 60% residual stenosis in the lesion. A 20x4.00 promus premier drug-eluting stent was advanced, however, a significant resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the stent and the balloon were dislodged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.